Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the stopper popped off during centrifugation and the tube broke off in the centrifugal machine."

Manufacturer narrative:
H.6. Investigation summary: status: not confirmed; parent ID: (B)(6); catalog number: 367991; batch number: 1305584. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. No customer photos were received for review and analysis. In addition, 29 retain samples were sent to franklin lakes for appropriate testing for 2nd stopper creepout. The samples were subjected to a 1st and 2nd stopper pullout test with 0 of 29 samples resulting in 2nd stopper creepout/stopper pop off in centrifuge. Therefore, this complaint, stopper creepout/stopper pop off in centrifuge, cannot be confirmed based on retain sample testing results. Bd was not able to confirm the reported failure mode with the customer photos provided. No new risks or hazards, or changes to existing risks/hazards regarding closure separation were identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the stopper popped off during centrifugation and the tube broke off in the centrifugal machine."